Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parents reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that they can not see anymore on the screen because insulin pump had grey display. Customer was calling back with blank display after receiving new battery cap. Customer stated that insulin pump was beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. In addition to this, the lcd screen itself has multiple cracks within it. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.